Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 468 mg/dl. Current blood glucose was 362 mg/dl. The customer did experienced symptoms as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was ok for troubleshooting. Customer was treated with manual injection. Customer did not use auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.